Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was received for evaluation. Visual and microscopic evaluation identified a partial circumferential break near the 20 cm depth marker. The surface of the split was partially smoothed. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port system was implanted via a left internal jugular vein. It was stated that saline was noted to be allegedly leaking from the catheter. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port system was implanted via a left internal jugular vein. It was stated that saline was noted to be allegedly leaking from the catheter. Reportedly, the device was removed. There was no reported patient injury.